Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during prime test due to moisture damage inside the force sensor resistor. The motor passed the motor test. Device had normal operating currents and no unexpected off no power, low battery alarm or blank display noted. No unable to exit training mode due to bad battery, motor communication error or failure of flash memory alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call that she met with the customer for training and the customer experienced high blood glucose of 420 mg/dl. Customer treated with manual injection and fluids. It was stated that the customer had the insulin pump at rest for a month with the original battery. The insulin pump alarmed off no power and then unable to exit training mode due to bad battery and motor communication error. They also mentioned the device had a blank display. They declined troubleshooting. The insulin pump was replaced and returned for analysis.